Event description:
The introduction site was predilated with a 5 fr. Dilator. Upon attempted advancement of the sheath resistance was encountered. Upon removal, it was noted the sheath was burred at the tip. The following day the pt was placed on urokinase due to a cold/cyanotic foot on the same limb used for the procedure. The pt was discharged the following day.